Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
B5.

Event description:
Reportedly, the customer had been working with a healthcare provider to adjust the settings to address bg events.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose level ranged from 46-390 mg/dl; cause of low bg was not known. Reportedly customer consumed carbohydrates to address the issue.